Manufacturer narrative:
The mesh is not available for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be filled if any additional information becomes available.

Event description:
It was reported by an attorney that his client's memory ring in a composix kugel x-large oval 18 x 23 cm patch fractured.